Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have failed the clip test. The clip applier instrument failed the clip test due to the misapplication of the clip e.g., the instrument passes engagement and is able to retain clip through engagement but cannot apply the clip. The instrument moved intuitively with full range of motion in all directions. The customer complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the customer attempted to load the clip into the large hem-o-lok clip applier instrument and the instrument would not hold the clip. The instrument was transferred to the sterile field and not used on the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The type of clip used were the large hem-o-lok clips. The issue was resolved with a backup clip applier instrument.